Manufacturer narrative:
The results of the MFR's eval suggest that the event is attributed to user error. No dimensional or functional discrepancies were noted with the returned device.

Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.